Event description:
Pt for uterine ablation, thermal care catheter inserted to uterus. Unit read thermal error and to withdraw fluid and catheter. Md did so and inserted a new catheter and procedure completed without event.